Event description:
The customer reported obtaining reproducible elevated troponin I (access accutni+3) results on the access 2 immunoassay system (serial number (B)(4)) for one patient on (B)(6), 2015. The results recovered above the assay reference range. A total of four samples from the same patient were analyzed on three access 2 immunoassay systems and recovered with reproducible elevated results. MDR 2122870-2015-00362, MDR 2122870-2015-00363 and MDR 2122870-2015-00361 address the results obtained on the customer's alternate access 2 immunoassay systems (serial number (B)(4)). The initial result was released out of the laboratory. There was no report of change in patient treatment associated with this event. The customer re-analyzed the patient's samples using two (2) different methodologies, and recovered with lower results. The results recovered within the assay's reference range using the abbott architect and sieman's advia centaur. The customer analyzed one patient sample utilizing a heterophile blocking tube on the access 2 immunoassay system serial number (B)(4) and recovered with elevated results, above the reference range. The samples were collected in a serum separator tube and centrifuged for ten (10) minutes at 3000 rpm (revolutions per minute) at room temperature. Two of the patient's samples were reported to be hemolyzed. Calibration, quality control (qc) and system check parameters met assay and system specifications.

Manufacturer narrative:
The customer provided two samples from the same patient for interference testing by the beckman coulter (bec) complaint handling unit (chu). The patient samples were analyzed on the access 2 immunoassay system serial number (B)(4), and recovered with access accutni +3 results of 0.82 ng/ml and 0.86 ng/ml. These results confirmed the results obtained by the customer. The access accutni+3 normal reference range is 0.00ng/ml -0.04ng/ml. Interference testing, using a mix of different blockers, was performed. The blockers used in the interference testing consist of pool 1, (polymak 33, hbr-1) which are composed of animal derived antibodies and pool 2 (ap mutein, a blocker related to alkaline phosphatase). Both samples recovered above the assay reference range when tested with the animal derived antibodies with results of 0.87 ng/ml and 0.85 ng/ml. The results of the interference testing using the ap mutein significantly reduced the results to within the assay reference range for both patient samples. Per access accutni+3 instructions for use (IFU) part number b16315b limitations of procedure: "other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Fibrinolytic agents activate proteases that may influence protein measurements, including troponin. Carefully evaluate the results of patients suspected of having these types of interferences." In conclusion, the investigation demonstrated that interference, related to alkaline-phosphatase, which is listed in the access accutni+3 limitations of procedure, is the cause of the falsely elevated troponin results.

Manufacturer narrative:
The lot number of the reagent was not provided. The reagent manufacture date and expiration date could not be determined. Service was not dispatched for the event. Calibration, system checks and quality control were within specification at the time of the event. The access accutni+3 reagent was not returned for evaluation. Beckman coulter (bec) customer technical support (cts) advised the customer to send the patient's sample to beckman coulter (bec) complaint handling unit for interference testing. The cause of this event cannot be determined with the available information. All MDR's associated with this report are: 2122870-2015-00361, 2122870-2015-00362, 2122870-2015-00363, and 2122870-2015-00364.